Event description:
It was reported that the insulin gauge displayed an amount different from what was expected, initially indicating 5 units instead of the expected 55 units. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by loading a new cartridge.